Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The epgs performed calibration successfully. The sample flow and fraction of inspired oxygen (fio2) setpoints were used to assess performance and the epgs held steady flow and fio2 blends throughout the operating range. Both manual and central control monitor (ccm) control inputs were acceptable. The service repair technician (srt) duplicated the reported complaint. The epgs was powered up and the srt observed the epgs light emitting diode (led) on the front plate intermittently going on and off. It was found that the network interface card (nic) cable was defective. The srt replaced the nic cable. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the electronic patient gas system (epgs) caused a 'gas system knob adjust only' message and a 'service gas system' message and stopped working. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the epgs. The unit operated to the manufacturer's specifications.